Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the patient had inadvertently turned their ins off about four days ago. They were able to turn their ins back on and when they did, they felt an initial jolt of stimulation from the ins. Since turning the ins back on, the ins communicates differently now then before it got turned off. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the jolt sensation had been resolved.